Event description:
According to the complaint the intensive care unit has created a phh (potential health hazard) on sample 4152 analyzed on a abl800 flex analyzer (serial no; (B)(6)) the (B)(6)2025 at 8:34. They have registered the sample in flexlink on pc as a venous sample, but when sampling the sample on the abl800 flex analyzer, it is automatically registered as an arterial sample, and this has been transmitted to lis system, and patient journal. In aqure the results are with sample type venøs.

Manufacturer narrative:
The radiometer investigation has concluded that the event is caused by a use error. Hence, this incident does not meet the criteria of a reportable MDR now.